Manufacturer narrative:
An event of device deformity did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for an atrial septal defect closure procedure using a 10f non-abbott delivery system. During the procedure, when the physician exposed the left disc, the disc prolapsed into a cobra-head configuration and was not salvageable. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 22mm amplatzer septal occluder with same lot number, but the disc also formed the cobra-head configuration. A new 24mm amplatzer septal occluder was delivered successfully to the atrial septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged later on (B)(6) 2025.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.